Event description:
The patient was brought to the emergency center with double vision, lethargy and confusion. A head CT revealed hydrocephalus with ventricular dilatation and cortical effacement which was worsened since the study of approximately one week earlier. Findings were suggestive of vp shunt malfunction. Three (3) days post emergency center visit, the patient was brought to the operating room (or) for a shunt revision. The entire shunting system was tested piece by piece and the issue was located with the shunt valve. A new programmable shunt valve was placed and programmed with the patient's prior setting. The valve was connected to the catheters and the patient was awakened from surgery. The patient initially improved and did not have harm from this event.